Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported stent break; however, the subsequent treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling; therefore, no product-related corrective action will be implemented in this case.

Event description:
It was reported the procedure was to treat a calcified lesion in the mid left anterior descending (lad) artery. The 2.50x38mm xience skypoint stent was deployed however post deployment the physician felt the stent had fractured. An additional non-abbott stent was implanted as treatment. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.